Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. The review of device history log identified following event: on (B)(6) 2019 2:54:47 pm high alarm displayed: cassette not attached properly functional testing included simulated use testing. During testing, the customer stated issue could not be duplicated. The reported issue was confirmed based on event history log. Further investigation found that the downstream occlusion sensor was faulty. The problem source was identified as faulty downstream occlusion sensor.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave error for "cassette not attached properly". The reporter stated that the pump was not occluding as well. It was also stated that the reported event occurred during testing. There was no patient involvement in the reported event. No adverse effects reported.